Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. As received, the battery pack was unable to power a monitor or charge. Upon evaluation, one of the tri-cells had an output voltage of 0.00v. The cause of the battery pack faults is the lack of voltage. The root cause of the lack of voltage cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was producing battery faults.